Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and found no switch function on button number one. In addition, there was a cut on the video cable and deep scratches on the a-rubber. The a-rubber was removed and visual inspection found excessive broken strands on the bending section mesh. The service on the unit is still in progress therefore; conclusion results will be provided in a supplemental report.

Event description:
The user facility reported that the device capture button was not working resulting in no image. It was reported that this was discovered during set up so there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.